Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6)¿ compact plus - system 1. (B)(6)¿ compact plus - system 2.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 530 mg/dl on compact plus meter (system 1) and 146 mg/dl and 200&#38112;mg/dl on compact plus meter (system 2). Customer no longer has the strips available. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.